Event description:
Dislodgement was noted via x-ray one day post implant. The device was successfully repositioned on (B)(6) 2011 and all records indicate it remains implanted. No additional information is available. Should additional information becomes available, this event will be updated.